Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and was fired once and stopped functioning after that. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip ring at the proximal end of the instrument. A dislodged grip ring can cause the instrument¿s grips to not open and close properly. Additionally, the instrument was found to have a workmanship issue. The instrument has a missing set screw within the grip ring. The missing set screw can cause the grip ring to become dislodged which can lead to the instrument¿s grips to not opening and closing properly.